Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced elevated blood glucose at 227 mg/dl after disconnecting the ilet for a shower, eating a high-carbohydrate lunch, and later reconnecting, with uncertainty about whether the meal was announced while disconnected; data sync showed a meal announcement after reconnection, and no device user interface malfunction was identified. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, with a usage issue identified related to improper or incorrect procedure or method, involving the user interface as the relevant component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.